Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer who reported that a downloader recharger (drc) in the or is not charging because of a faulty ac power supply. The customer reported that there were sparks at the outlet when plugging in the ac power source in. The customer tried using another ac power adapter from a drc downloader and it corrected the issue. The drc was charging the analyzer. This confirmed that there were no issues with the downloader or the analyzer. The customer emailed pictures of ac power source and cables used for the drc and apoc technical services confirmed that the ac power source was apoc supplied. There was no additional information at the time of this report. The power supply and plug were replaced at no charge and returning for investigation. There are no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/28/2018. The customer reported that downloader recharger (drc) s/n (B)(4) was not charging the analyzer because the power supply was faulty. Another power supply was used and the drc was able to charge the analyzer. The customer added that there were sparks when the ac power cable was plugged to the ac outlet. The power supply and cable have not been received at flex; therefore, no evaluation could be performed. While the customer reported that they returned both items, apoc customer service reported that the customer was sent a product destruction notice for both products. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.